Event description:
It was reported that the foley tray 14fr had no foley catheter attached to drainage system. Per follow up via email response on 13mar2023, it was reported that the foley catheter expelled with fudus evaluation in operating room 3 special cases. Stated that 14 french foley replaced in operating room draining well 200cc intial and urine output in case 150cc, inflation of balloon witnessed and documented on 1st insertion. This was a theme that has been reported before of foleys being expelled spontaneously. In this case the balloon was deflated when it fell out.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿water lost via permeation¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The provided lot number was invalid therefore DHR review can¿t be completed. The instructions for use were found adequate and state the following: sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the foley tray 14fr had no foley catheter attached to drainage system. Per follow up via email response on 13mar2023, it was reported that the foley catheter expelled with fudus evaluation in operating room 3 special cases. Stated that 14 french foley replaced in operating room draining well 200cc intial and urine output in case 150cc, inflation of balloon witnessed and documented on 1st insertion. This was a theme that has been reported before of foleys being expelled spontaneously. In this case the balloon was deflated when it fell out.